Manufacturer narrative:
(B)(4). The third party service agent has evaluated the device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing and the device has been returned to the customer for use. The cause of the reported issue could not be determined. The device was not returned to physio-control for evaluation.

Event description:
The customer reported that their device was locked up and none of the buttons were functional. In this state, the device could not be used to deliver defibrillation therapy, if needed. There was no patient use associated with the reported issue.